Event description:
Customer called in and reported that the power adapter housing on her pump in style transformer is broken.

Manufacturer narrative:
Contact was not made with the customer to obtain add'l info regarding this event. The product was received on (B)(4) 2012. Though the product has been received, it has not yet been tested/analyzed by quality engineering. Therefore, no conclusions can be made as to the cause of the event. Should add'l info be received, resulting in new, changed, or corrected info, a f/u report will be filed at that time. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from 1 m height per ul2601-1 2nd edition. Product samples were dropped 3 to 5 times from a height of 1 m and the housings showed damage and cracking (only after at least 3 drops). This product was released as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 4/4/2011. Complaints against this product are currently being investigated ((B)(4)) in order to determine root cause and will continue to be monitored. Medela acknowledges that this report is being submitted late. Medela is committed to creating an effective complaint handling process to assure complaints are processed in a timely manner and evaluated for part 803 reporting.